Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
When using surgical pencil, it is still hot and burns the gown when the buttons are not touched. The pencil is still "hot" even when it is not being activated and accidentally burnt a pt's gown and a doctor's gown. No injury associated with the event. A holster is supplied with the product to hold the pencil when not in use.